Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 29-jan-2019 with the following findings: review of the black box and alarm history revealed frequent replace battery alarms recorded. On investigation, the electrical current draws were evaluated and found to be within specifications. The alleged moisture corrosion was confirmed in the battery compartment. Leak testing did not confirm moisture leakage into the pump. The pump was exercised without any battery life issue duplicated; no battery life alarms occurred during investigation. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that the pump had shorter than expected battery life. The reporter noted that there was moisture present. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.